Manufacturer narrative:
Correction made to h4: device manufacture date: 03/29/2019 (previously submitted as ni) additional information: h3, h6, h10. H10: one (1) actual sample was received for evaluation. A visual inspection with the naked eye noted a damaged patient adapter. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter phone no. - (B)(6). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the patient adapter of a peritoneal dialysis (pd) transfer set was cracked. This issue was identified before use of the device for peritoneal dialysis therapy. There was no patient involvement. No additional information is available.